Event description:
Rptr has experienced a great deal of difficulties since 12/91, due to the 5 cm tip which was in his lung parenchyma. X-rays taken on 12/16/91 revealed that the 5 cm tip had separated and had lodged in the right lower lobe of his lung. On 12/30/91 cardiac catherization was performed to extract the foreign body without success. The drs agreed that further attempts would probably result in injury to lung. The catheter had to be removed surgically. At this time, the ruptured catheter was given to rptr. Dir of product svs at co stated that the info in the medical literature indicated that the silicone fragment left in artery seldom caused any problems because the material is soft. Rptr has reasons to be very concerned for himself and his family. Since 12/91, he has experienced problems medically, psychologically, and financially. Rptr understands from dr that add'l complications might arise.